Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician felt strong resistance as the guide catheter was retracted. The physician used forceps to assist in withdrawing the guide catheter, however the stent could not be deployed and the guide catheter broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed without a device as there were no available devices on hand. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed the push catheter was buckled near the proximal end. The suture hole at the distal end of the push catheter was torn. The touhy borst was separated from the proximal end of the push catheter. The cap of the touhy borst was not returned by the customer. The proximal hub of the push catheter was broken. The guide catheter was stretched and broken close to the proximal end. The distal broken piece of the guide catheter remained inside the delivery system. The distal end of the guide catheter had minor kinks/bends (suture impressions). The stent was loaded on the guide catheter via the suture. The suture was wrapped/tensed/twisted around the proximal barb of the stent. During the investigation, the push catheter was cut to remove the distal piece of the guide catheter. The suture was also broken during the investigation to remove the stent. The proximal barb of the stent was slightly disoriented due to the suture wrapping around the barb. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician felt strong resistance as the guide catheter was retracted. The physician used forceps to assist in withdrawing the guide catheter, however the stent could not be deployed and the guide catheter broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed without a device as there were no available devices on hand. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.